Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of mv/rrt noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker stored a signal artifact monitor (sam) episode that resulted in the minute ventilation (mv) sensor being disabled due to noise and one high, out-of-range pacing impedance value. There were also atrial tachy response (atr) and ventricular tachycardia (vt) episodes stored in the same timeframe. All episodes showed oversensing of noise on the atrial and ventricular leads, consistent with external electromagnetic interference (emi). An email was sent to the clinic recommending further review, noting there had been no further noise events. The local sales representative had no additional information about what the patient was doing at the time of the episodes, and has not been contacted by the physician to support a device check. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker stored a signal artifact monitor (sam) episode that resulted in the minute ventilation (mv) sensor being disabled due to noise and one high, out-of-range pacing impedance value. There were also atrial tachy response (atr) and ventricular tachycardia (vt) episodes stored in the same timeframe. All episodes showed oversensing of noise on the atrial and ventricular leads, consistent with external electromagnetic interference (emi). An email was sent to the clinic recommending further review, noting there had been no further noise events. The local sales representative had no additional information about what the patient was doing at the time of the episodes, and has not been contacted by the physician to support a device check. No adverse patient effects were reported. The device remains implanted and in service.